Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose was 154 mg/dl. Customer reported that they received the open book image on the insulin pump screen and crack at battery compartment. Customer states there was crack on the battery cap. Troubleshooting steps were provided for critical pump error and troubleshooting was performed for damaged. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a huge white spot in the upper left hand corner making the menus displayed on the screen illegible. After further examination of the unit¿s interior, electrical board shows signs of corrosion and previous moisture presence especially around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the illegible display. The battery cap contacts detached from the battery cap and fell into the battery compartment. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.